Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays, operative reports and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "recurrent dislocating pt. Dislocated her previous constrained liner. Doctor proceeded with a zimmer implex shell and cemented in the all-poly trident constrained."